Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. The device had a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic or motor assemblies.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that their shorts got wet and the insulin pump was in their pocket. Customer's blood glucose reading at the time of the call was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.